Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. A customer service engineer (cse) received an electrical shock while servicing the brakes of the display ceiling suspension (dcs). As a result, the cse was admitted to the hospital for observation and was discharged without any health consequences. The cse assumed that the brakes of the dcs are operated with 24v. The maintenance instructions describe that the system must be switched off for this maintenance work in order to disconnect the dcs from 230 volts. Even if the brakes were operated with 24 volts, the system would have to be de-energised to avoid short circuits. This was the first time this issue has been reported. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while performing service on the artis zee ceiling system. A service technician received an electric shock while replacing the brake switch. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.